Manufacturer narrative:
The device was returned to the MFR and has been analyzed as follows: the device septum showed normal usage with no internal damage; however, the device septum did have a slit. No cuts, tears, holes or compression marks were seen on the device catheter; however, the device catheter was discolored. The device and catheter were patent and this unit did not leak when pressurized with air and fluid. The device functioned as intended during the MFR's analysis of the device. A trend analysis was performed on similar incidents for this catalog number and a trend was not identified. A lot number was not provided for this device; therefore, a review of the device history record was not possible. Based on the info available and the results of the MFR's analysis of the device, the report of "difficulties filling the device and leakage" could not be confirmed. No further details are available. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event.

Event description:
On 08/29/1997, the manufacturer (MFR) received two (2) letters (1 in french and 1 translated to english) along with the device for analysis from it's international distributor. The translated letter states the following: please find hereafter, a copy of a letter from one of co's customers and a sample of the device. In this letter, they explained that they had many difficulties to fill it (the device) and that a leak occurred. The distributor/customer requested an explanation for the problem. No further details were provided at this time.